Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that due to deformation of the auxiliary water inlet of the endoscope connector, no water was fed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a screw lodged in channel 4 (auxiliary water channel). The issue occurred during service/maintenance. There were no reports of patient involvement.